Manufacturer narrative:
H3: evaluation determined that the attachment was corroded.. The likely cause could not be determined. It was also noted that damaged bearing inside tube and base, dial not rotating and sleeve locking unlocking tool not working, vague tube and base markings that need etching. G3: aware date used as date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was faulty was observed. It was reported that there was no patient impact.